Manufacturer narrative:
Floseal is an adjunct to hemostasis, and does not have direct properties to prevent postoperative seroma formation (should not be used for prophylactic hemostasis). Floseal is also not a replacement for standard surgical techniques (e.g., placement of a drainage). Although there are known alternative causes for postoperative seroma formation, one cannot exclude that the local excess of floseal has caused or at least contributed to the seroma formation. Also, confusion between the mechanisms of action of floseal with fibrin sealants may have also contributed to the described outcome. Reporter retraining has been performed and documented. No further action/investigations required.

Event description:
A partial parotidectomy on a female patient in 2008. Normally the doctor leaves a jp drain in place for 24-48 hrs to keep a seroma from forming. The surgical defect was small with minimal bleeding, so the physician decided to use floseal instead. Unfortunately, the pt still developed a seroma. Which progressed into a salivary fistula, which we are still dealing with. She has been doing parotidectomies for 20 years, and has never had a problem like this. Additional info obtained from dr by (associate director/global medical education & surgical safety) approx four months later: dr used one kit of floseal, (lot number not recorded on chart) just prior to closing the pt's incision. There was very little bleeding, just minor diffuse oozing. He used the entire 5ml syringe and spread the matrix with this fingers over the parotid bed. No irrigation was used. Dr was initially unsure if he had used floseal or tisseel on this patient. The mechanisms of action of both products were reviewed by bonnie and dr- floseal for control of areas with active, visible bleeding, which is dependent on contact with fibrinogen from the patient's blood, followed by irrigation of any excess matrix; tisseel which is self-polymerizing with hemostatic and sealing properties when applied in a thin layer, no irrigation is required. Dr clearly stated he wasn't clear on which product to use before.